Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complaint reported that the perfusionist changed the purge system and the purge disc was not recognized after repeating the procedure several times. The perfusionist opened and inserted a new purge system again, without success. Therefore, the automated impella controller (aic) was changed, and the problem is solved.